Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken thumb press. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported pushing out clear liquid from barrel of syringe before injection. Stated, he does not use the syringes with "clear liquid" lot: unknown catalog: 928858, (31g, 8mm, 0.3ml) date of event: unknown samples: yes cl.